Manufacturer narrative:
(B)(4). Product not returned for evaluation. Customer declined replacement product at this time. Product is working as designed. Customer satisfied. Most likely underlying root cause: mlc-18- user has high glucose value test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(4) 2018 in a follow-up call to ensure the customer's condition since the initial call; customer's condition had improved and he did not currently have any diabetic symptoms. On (B)(6) 2018 the customer's wife had brought him to the hospital due to the symptoms reported at time of initial call. At the hospital the customer's blood glucose test result was 558 mg/dl, customer was not sure if it was fasting or non-fasting. Customer was diagnosed with diabetes and high blood sugar. The customer received insulin and fluids. It was suggested that the customer start taking metformin, januvia and lantus. The customer left the hospital on (B)(6) 2018. Additional blood tests performed with the truemetrix meter. Customer's wife stated that she is satisfied with the meter and she believed the results are accurate , she declined replacement.

Event description:
Consumer initially reported complaint for e-3 error. Wife is calling on behalf of the customer. During the call on (B)(6) 2018, a back to back blood test was performed by the customer and produced test results of e-5 and hi using truemetrix meter. At the time of the call, the customer reported symptoms of dizziness, increased thirst and urination. Customer was going to seek medical intervention. No further information was able to be obtained.